Event description:
The pt reported experiencing unexplainable elevated blood glucose of up to 406 mg/dl in 2009. The pt believes the infusion device delivers too little insulin. There were no blood glucose issues prior to beginning use of the infusion device about a day prior. The pt bolused through the infusion device to lower blood glucose, but readings remained elevated. The pt's normal blood glucose level is 100-120 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.